Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient felt dizzy and requested a device check. The electrocardiogram showed that the device was not pacing and it could not be tested or reprogrammed. An x-ray showed that the patient's heart had grown very big and showed that the atrial lead might be dislodged. The device was explanted and replaced, the lead was capped. No further patient complications have been reported as a result of this event.